Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that when the ht bmw universal ii guide wire (gw) was removed from the dispenser hoop, the gw separated approximately 40cm from the tip. Therefore, the gw was not used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.